Manufacturer narrative:
A ge oec service rep investigated the issue with the assistance of the facility service engineer. There was defective sram. The sram card was replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.

Event description:
The ge oec 9600 fluoroscopy system would not boot-up. Customer tried to order sram but was unable to do so.